Event description:
Additional review determined that the following information did not pertain to this event but pertained to another event. ¿the patient stated that the last time she saw the manufacturing representative she asked him to get the stimulation down into her legs and the manufacturing representative did this and it was too strong. The patient tried to work on it and tried to get it where it was better but could never get it to where it quit stimulating her legs. The patient stated that she would have a really strong current go down her leg when she was outside and went all the way down her leg down her toes (very strong) and just couldn¿t work with something like that. The patient stated that she used it every day before that and it helped the patient up until it wasn¿t working right. The healthcare professional (hcp) took x-rays to make sure the leads were still in place where they were supposed to be and everything looked okay. The device helped the patient a lot when it was first put in.¿ see reg report number 3004209178-2015-01246

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a surging sensation. The patient experienced a loss of therapeutic effect. An implantable neurostimulator (ins) overdischarge was suspected. Dissatisfaction with stimulation was the primary reason for overdischarge. The last time any stimulation was felt was 3 months prior to report when the patient turned it off. The last successful recharging session was 3 months prior to report because the patient was not satisfied with the stimulation. The patient stated that she was not getting the benefit of her stimulator because it was turned off. The patient stated that the last time she saw the manufacturing representative she asked him to get the stimulation down into her legs and the manufacturing representative did this and it was too strong. The patient tried to work on it and tried to get it where it was better but could never get it to where it quit stimulating her legs. The patient stated that she would have a really strong current go down her leg when she was outside and went all the way down her leg down her toes (very strong) and just couldn¿t work with something like that. The patient stated that she used it every day bef ore that and it helped the patient up until it wasn¿t working right. The healthcare professional (hcp) took x-rays to make sure the leads were still in place where they were supposed to be and everything looked okay. The device helped the patient a lot when it was first put in.

Manufacturer narrative:
Concomitant products: product ID 3888-45, lot # v434089, implanted: (B)(6) 2010, product type lead; product ID 3888-45, lot # v475071, implanted: (B)(6) 2010, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 37752, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer, patient. (B)(4).